Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that a lead fracture was suspected due to high impedance and high thresholds. The patient experienced inappropriate shocks. The lead was explanted and replaced.